Manufacturer narrative:
Follow-up #1: date of submission 09/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2016 with the following findings: a review of the pump¿s black box showed no evidence of pump reboots or warnings related to a power issue. The pump total daily dose history showed that the date was set incorrectly after 05/06/2015. The battery cap was not returned with the pump. During testing, the pump was exercised for 24 hours with no power loss occurring. The complaint of a power issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a cracked battery compartment and a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power. No additional information was provided. Attempts by the customer support to follow-up on the mater were unsuccessful. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.